Event description:
Pt with nonischemic dilated cardiomyopathy who underwent implanted cardioverter defibrillator placement for abrupt syncope and "incredible" ventricular tachycardia was noted to have a fractured of the svc coil in the right subclavian area.